Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented to the emergency room with presyncope, the device could not be interrogated. Diagnostic output also failed. The device was explanted and replaced. The patient's condition is stable.

Manufacturer narrative:
No conclusion code available. The reported inability to interrogate and loss of output were confirmed in the laboratory and was due to premature battery depletion. The device was tested on the bench and high current drain of the rf module was found to be the cause of the premature battery depletion.